Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue.

Manufacturer narrative:
Follow-up #1: date of submission: 20-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 09-feb-2018 with the following findings: moisture was observed in the battery compartment. The battery compartment was found to be cracked.